Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Occupation- heath professional. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2018. According to the complainant, the brush head broke off when cleaning a scope post procedure. The detached portion was successfully removed from the scope with another brush, and cleaning was completed with another hedgehog dual-end brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.